Event description:
It was reported to adac that the magnification factor may be reported incorrectly for color printouts. The plots appear to hold onto the magnification factor from the previous plot (if the previous one had a zoom factor to a particular scale). The new plot may say 1.4, but the actual plot size is "fill page" size. No injuries were reported as a result of this issue.